Event description:
It was reported that this inflatable penile prosthesis could not inflate. The device had fluid loss. All the components were removed and replaced. No patient complications were reported.